Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 09/26/2014 device evaluation: the device has been returned and evaluated by product analysis on 09/17/2014 with the following findings: there was no moisture observed in the ir window on the back of the pump. Two unexplained power on resets observed in the black box on 07/24/2014. No damage to the battery compartment or the returned battery cap. The returned battery cap fully attaches to the pump with no yellow o ring showing. The pump boots to the verify screen with audible and vibratory features. A 24-hr duration test was completed using the returned battery cap; no power interruptions were duplicated. Alarm history shows typical usage alarms. The total daily dose adds up correctly and reflects the users programmed basal rate. The pump successfully passed a delivery accuracy test and was found to be operating within required specification and delivering accurately. Pump passes leak test. The pump cover was removed and there was no evidence of internal moisture or damage to the power circuit was found. Complaint was verified in the pump history but not duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(6) 2014 alleging moisture ingress, no power issue. The moisture ingress was located in the ir window. The reporter stated that the patient had a blood glucose (bg) of over 500mg/dl with small ketones. The patient did not receive any treatment above and beyond the routine care of diabetes management. This report is being made due to the bg excursion the patient experienced due to an alleged no power issue.